Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. The review determined that there is a normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained reagent kit of lot number 70031li00 was tested to evaluate sensitivity. Results of this testing did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No false nonreactive results were obtained. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that architect (B)(6) testing was performed on two different sample collection tubes from the same patient. Tube #1, (B)(4), result was 2.75 s/co reactive. Tube #2, same (B)(4), result was 0.42 s/co nonreactive. Both tubes were retested and reactive results of 3.05 s/co and 2.82 s/co were generated respectively. No adverse impact to patient management was reported.